Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The inner shaft was examined and showed characteristics of a bending fracture at the distal tip. The tip was likely bent off axis by levering on the inserter with excessive force during implant insertion. This in turn caused difficulty with disengaging the interbody from the instrument and led to over-torquing the inner shaft and thus the tip.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That the tip of an straight inserter inner shaft broke off while disengaging the inserter from the implant. X-rays confirmed that the tip was captured within the implant which remains in the patient.